Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that the por was caused by an over discharge event. Based on the patient's statement , she believes she turned the ins off in june for a procedure and did not turn it back on after the procedure. However the rep was not provided with any specific dates when the por was noted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that they nurse couldn¿t communicate with the ins using the patient programmer. The last successful charging session was said to be around 3 months ago. It was stated the reason for not charging was an unrelated medical issue. The patient was having an unrelated surgery and wanted confirmation that the ins was off. Reviewed limitations of communicating with the ins when not charged for months. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2021-(B)(6) 14:55:44 cst pli# 10 product ID# 37612 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that the rep was currently resolving the patient's first over discharge (od) and was inquiring about recharge interval calculation, further asking if having an over discharge affects the calculation. Calculations were performed as below: left side - 1.5v, 90 pw, 180 rate, 1063 ohms right side - 1.5v, 90 pw, 180 rate, 1275 ohms 24 hours/day estimate - 4.38 weeks it was reviewed for the rep that interval calculation with caveat that because of od, interval would likely be less but was unable to say how much less. The rep indicated they cleared the power on reset (por) and patient was charging normally now. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.